Event description:
I had essure implanted and have had a lot of medical issues that include body swelling, night sweats, severe heart palpitations, headaches, abdominal pain, extreme fatigue and depression. I developed high blood pressure immediately after device was implanted in the hospital and had stay until they could get me to stabilize. I now regularly have shortness of breath and can not maintain employment. The most devastating thing is I was very involved in my children's lives and now I'm mostly bed ridden.